Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the shaft of the balloon catheter broke. The lesion being treated was a high radial stenosis of a left radiocephalic arteriovenous fistula. The physician performed two staged dilatations. During the third dilatation no contrast medium flowed into the balloon, due to breakage of the catheter shaft in the venous structure. The dilatation catheter was removed with a lasso. The final control film exhibited the fistula in the initial state. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay", pt asymptomatic; permeable fistula but not functional."